Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # (B)(6). Reporting institution phone # (B)(6).

Event description:
The customer reported malfunction with the blue alarm error. It is unknown if the device was in clinical use at the time of the issue. There was no reported patient/user harm.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue multi-measurement module x3, presenting a technical alarm inop "blue alert: syncout error". It is unknown if the device was in clinical use, and there was no patient/user harm involvement during this issue. The following functional test was performed: the rse spoke with the customer and confirmed the inop error displayed on the device. The rse sent a quote of part (453564673811 mx_100/x3 msl board) via nemo (non engineering material only) to resolve the issue. A subsequent case was opened for the same device/issue. Details of case communication says "the msl board was replaced, error message remains" the device was sent to bench for repair where it was found that the issue was caused by a defective (453564660181-431 mx_100 x3 main board). The defective part was replaced, the device was repaired and shipped to customer. During the investigation of the case it was determined that the issue is no longer considered reportable by philips. .